Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range (oor) shocking lead impedance (sli) measurement which was detected via the patient remote monitoring system. Additional information indicated that this patient had chronically increased shocking impedance measurements. The patient will continue to be routinely monitored for the time being. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.